Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced cloudy pd effluent. The cause of the cloudy pd effluent was not reported. The patient was hospitalized for the event. Four days after being admitted, the patient was discharged from the hospital and was recovered with clear pd effluent. The patient did not receive antibiotic treatment for the event. It was not reported if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
It was reported that peritonitis was excluded as a cause of the cloudy peritoneal dialysis (pd) effluent and that was why no antibiotics were administered to the patient. Therefore, upon further review of this report, it was determined that baxter pd disposables are no longer considered suspect product in this event of cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.